Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds one prior reported incident against the known product/lot code combination for the s-rom liner since its release for distribution. A review of the provided device records did not show any anomalies. Although the reported material wear cannot be confirmed, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Lot information was not provided for the associated s-rom femoral head. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address dislocation. Poly wear was also found. It was reported that the patient fell.